Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the radial band leaked air. No patient injury.

Manufacturer narrative:
The suspect device was not returned but has been provided with two photos of the device for evaluation. However, from the photos provided, there is insufficient evidence to evaluate whether or not a leak is present with the device. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.